Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. A chest x-ray was performed which showed the lv lead had dislodged. The lv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.